Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that during ventricular assist device (vad) implantation waveforms showed high watts (~7 w) at a speed of 2600 rpms. The mechanical circulatory support (mcs) engineer stated that the pump power started to come down. Per his report, the left ventricle was clean of thrombus at the time of implant. The mcs engineer was told that flow settling has been seen with watts that high. The medical team had been informed that flow settling can last up to two hours in some cases. In this case, the pump had been on for thirty minutes. The patient was placed back on cardiopulmonary bypass so they could remove the pump and look inside to make sure there was nothing within the inflow. They flushed and reinserted the vad while the patient was on bypass. The vad then functioned within normal range.  Over the course of the next few days, power started to increase, with a spike in power on (B)(6) 2017. The patient was  treated with integrilin and observed for the next several hours. The team observed a slight decrease in power initially, but power started to rise again. Controller log files were sent. Preliminary log file analysis performed on (B)(6) 2017 showed 22 "high watt" alarms had been logged since (B)(6) 2017. The medical team suspected pump thrombus. The patient subsequently underwent a pump exchange on (B)(6) 2017. It was last reported that the patient was up and conversational with family and hospital staff and was recovering well. No further information has been provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting (B)(6) 2017. 28 high watt alarms have been logged since (B)(6) 2017. 4 low flow alarms have been logged since (B)(6) 2017. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the low flow alarms may be attributed to thrombus at the inflow cannula which likely got ingested into the pump further leading to the high watt alarms. Based on the available information, the most likely root cause of the low flow alarms may be attributed to thrombus at the inflow cannula which likely got ingested into the pump further leading to the high watt alarms.